Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that near the end of a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was completed using manual ventilation and there was no patient injury reported.

Manufacturer narrative:
A hospital technician identified error entries in the logs pointing to motor encoder check problems and replaced the motor position supervising unit but this did not resolve the problem. A draeger fse was dispatched who replaced the ventilator motor as an additional measure. The device was then tested, passed all items without deviation and was returned to use. The replaced parts and the electronic log file were made available for investigation at the manufacturing site. The reported symptom could be reproduced by means of the information recorded in the log file, which indicates a failure of the motor assembly. The investigation of the replaced motor revealed that a worn commutator led to an internal contact interruption. As a consequence the motor does not provide mechanical power in some rotor positions. The fabius detected this failure and reacted in accordance with its implemented safety concept by stopping automatic ventilation and generating a corresponding visible and audible ventilator fail alarm. The identified root cause is a result of wear and tear. The motor is designed for a lifetime of 10 years with an estimated operation time of 5 hours per day and 5 days per week. This specific motor was about 6 years old but was run already for 11.000 hours which comes close to the estimated useful lifetime. The number of such ¿early¿ failures is within the expected range and thus accepted.

Event description:
Please see initial-report.